Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead dislodged when the physician was suturing the pocket. The lead was successfully repositioned and the lead remains in use. No patient complications were reported as a result of this event.